Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) while laying in bed and turning their upper body to the right site. Upon review of the episode it was noted that there was high amplitude noise in combination with baseline shifting and drop in signal amplitude. Other untreated episodes with noise and undersensing were observed. The artifacts could not be recreated during troubleshooting and the x-ray image did not show any abnormalities. It was further noted that the device did not move in the pocket. Since myopotential signals were noted on the current programmed sensing vector of secondary, the device was re-programmed from primary to alternate vector. Boston scientific technical services (ts) reviewed the electrocardiograms and discussed possible causes. Ts recommended to have the patient come back into the office in order to program the s-ICD to secondary sensing vector but with a higher gain. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that the patient underwent a procedure where the device and electrode were explanted. A new device was not implanted at this time since the patient's ejection fraction had improved to higher than 45 percent. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) while laying in bed and turning their upper body to the right site. Upon review of the episode it was noted that there was high amplitude noise in combination with baseline shifting and drop in signal amplitude. Other untreated episodes with noise and undersensing were observed. The artifacts could not be recreated during troubleshooting and the x-ray image did not show any abnormalities. It was further noted that the device did not move in the pocket. Since myopotential signals were noted on the current programmed sensing vector of secondary, the device was re-programmed from primary to alternate vector. Boston scientific technical services (ts) reviewed the electrocardiograms and discussed possible causes. Ts recommended to have the patient come back into the office in order to program the s-ICD to secondary sensing vector but with a higher gain. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that the patient underwent a procedure where the device and electrode were explanted. A new device was not implanted at this time since the patient's ejection fraction had improved to higher than 45 percent. The electrode was returned for analysis.